Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer found that the cause was due to an issue with the suction in the mixing vessel (worn vacuum and the sipper nozzles). He replaced the vacuum and the sipper nozzles and performed some checks with successful results. The instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit. The cause of the event was due to a mechanical-related issue (component failure).

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 8000 ise 1800 module. Initial result: 160 mmol/l. Repeat result: 139 mmol/l (tested on a different cobas). The repeat result was considered to be correct.